Manufacturer narrative:
D9 - device received 28 oct 2024. The device has been received, but the investigation is pending completion.

Event description:
A complaint involving a vented bag spike, clave®, 25 units experiencing foreign matter in the fluid path. The reporter stated that, the problem of the product occurred on 04-oct-2024 with the drug abraxane nab paclitaxel when they were making up the drug using ch-14-25 bag spike and a code e3002-od evabag floater noticed in the bag, eva 250 ml bag from baxter, and code e3002-od evabag exactamix. The status of the product at time of event was before use. The number of involved problematic device was multipack (25 units) per pack ch-14-25. The length of time device was in use when prior to use. The type of procedure was aseptic pharmacy dept compounding unit medications¿ chemotherapy. Same lot device sample is available to be tested. A sample photo was provided showing that there was something floating inside the bag. Sterile samples of the eva 250 ml bag from baxter, some sterile samples of multipacks ch-14-25 and some samples of nacl 9% sterile bags called freeflex bag from frenisius kabi for ICU medical to examine. The product was stored in pharmacy department. No any unprotected chemo exposure and no contact with the patient or health care provider. It only occurred 1 out of the 25 bags in the pack with the drug abraxane nab-paclitaxel when they were making up the drug using ch-14 bag spike from multipacks pack ch-14-25 and eva 250 ml bag. No patient involvement, no delay in critical therapy and no patient harm noted.

Manufacturer narrative:
Received one new bag of 25 units ch-14-25 and six (6) new IV bags for inspection. A small particulate was found inside the ch-14-25 bag. It was outside of the fluid path. The size of the particulate failed visual inspection criteria. Each ch-14 was flushed with fluid and the fluid was collected. The fluid in each of the received IV bags was flushed and collected. No other particulates observed. The particulate was submitted to an ftir. There were no significant correlation to any materials used during manufacturing. The reported complaint of particulate matter inside of the fluid path can be confirmed from the photo. The probable cause is unknown. There was no particulate matter inside of the received IV bags or ch-14. The probable cause of the particulate matter outside of the fluid path and in the packaging is unknown. The particulate found would not enter into the fluid path. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.